Event description:
It was reported that the syringe medication was hung on a patient in pediatrics at 2400 and leaking was noticed by a parent 15 minutes later. The line was reexamined and all connections were restarted. Within 2 minutes more leaking was noticed. The syringe line was replaced and the medication was delivered. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected set has not been received for investigation. A follow up report will be submitted with evaluation results should the set be received for investigation.